Event description:
According to the reporter, at the end of a laparoscopic splenectomy, the device's bag was tore. They opened another device to complete the procedure. The patient was alive with no injury.